Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15948. It was reported the pt experienced ineffective pain relief with his scs system. The pt elected to have his scs system explanted and have a pain pump implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.